Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic totally extra-peritoneal (tep) inguinal hernia repair, the peritoneum was torn during the balloon dissection phase. The surgical time was extended by more than 30 minutes due to the issue, and the incision was extended, though not by more than 1 inch (2.54 cm). The surgeon converted the procedure from a laparoscopic totally extra-peritoneal (tep) inguinal hernia repair to a laparoscopic trans-abdominal pre-peritoneal (tapp) procedure to complete the case.